Event description:
After pump and catheter implant, a non verbal patient had 'tears running down his face all the time'. Patient symptoms included hypertonia. There was a bulge in his back over the catheter. The patient was moved to a long-term nursing facility where he was treated with pain medication. The hcp was aware of the events. It was determined that the catheter had a microtear. At revision surgery (2008) a leak in the catheter at the spinal incision site was found. The catheter was revised. The cause of the leak was not known. The baclofen dose was lowered from 200 mcg/day to the initial dose of 100 mcg/day. The patient remained hospitalized for monitoring and dose titration as needed. The hcp reported the patient outcome as 'no injury'.

Manufacturer narrative:
.